Event description:
The ophthalomologist was performing an eye exam using a scleral depressor on a 9 week old premie. A subconjunctival bleed was noted. The tip of the instrument was noted to have a sharp burr. On closer inspection a hairline crack was noted at the tip of the instrument.